Event description:
Additional information received from the manufacturer representative reported that to the best of their knowledge, the patient was doing well with their spinal cord stimulator.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a power on reset (por) 0x1000 illegal instruction or crc error was seen. The manufacturer representative was able to clear the por. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.